Manufacturer narrative:
Device powered up and received with critical pump error (open book image) alarm due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer took a shower with the insulin pump and as soon as they got out of the shower; it was alarming and had a red x with the open book image on the insulin pump screen and later it was not working and would not turn on. The customer stated that the display was not blank less than 30 seconds and/or did not return and was blank currently. The customer was calling back with blank display after receiving new battery cap. The customer stated that the contacts on the battery cap are neither missing nor damaged. When the customer removed the battery at the time, the insulin pump did not alarm insert new battery. The customer also reported hairline crack on the battery compartment, but the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.